Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the jaw of the device broke interoperatively. It is unknown how the procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and the upper jaw was returned with the device. In addition, the device was received with the electrode separated from the ceramic but still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, resulting in an alert screen "reposition jaws and reactive". This is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). The "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The separated electrode prevented the instrument from fully cycling open or close. This is due the interference between the blade and electrode. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. There is insufficient evidence related to what caused the electrode separated damage on the device.